Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an ablation procedure, a pericardial effusion occurred. Immediately following transseptal puncture, the patient became hypotensive and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to the intensive care unit for observation in stable condition. . There were no performance issues with any abbott device during the procedure.